Event description:
Registered nurse (rn) noticed a hair in the sterile packaging of a prevena plus incision management system (reference #: pre4001us ; lot #: c11872v006; expiration date: 10-30-2025). Recall team has reached out to the team to determine if product was saved for analysis.

Event description:
Registered nurse (rn) noticed a hair in the sterile packaging of a prevena plus incision management system (reference #: pre4001us; lot #: c11872v006; expiration date: 10-30-2025). Recall team has reached out to the team to determine if product was saved for analysis. As of 7/17 it is unclear.